Event description:
It was reported that the left ventricular (lv) lead was found to exhibited a loss of capture. Further investigation revealed that due to twiddler's syndrome, the lv lead had dislodged, and the other leads had been pulled back so that there was no more slack. The lv lead was explanted and replaced and the device remains in use. During the replacement procedure, the atrial lead also dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 lead implanted: (B)(6) 2007; 5076 lead implanted: (B)(6) 2007. (B)(4).